Event description:
Patient showed up in physician's office on (B)(6) 2017 complaining of severe left eye pain. Patient was diagnosed as having severe corneal ulcer in left eye. The infection could have been sight threatening. Patient bought the contact lens through an illegal website: (B)(6).